Event description:
The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received.

Manufacturer narrative:
If follow-up, what type - correction - additional information should have been selected in the supplemental #1 MDR. H6. Type of investigation - correction - code b14 should have been included in supplemental #1 MDR.

Event description:
It was reported the patient was experiencing ongoing pain and went to the ER. Patient feel over from the pain and throw up on the way to the hospital. Pain was noted to be occurring every 3 minutes in alignment with stimulation. Patient reported feeling a buzzing/yapping sensations. Diagnostics were reported from clinic visit later in the day. Magnet mode diagnostics showed no issues. Generator was turned off and then titrated back up. Patient later had a second surge of pain and was referred for surgery. During surgery, it was found that a part of the generator had cracked. Patient had a full revision performed. The explanted devices have not been received to date. No additional relevant information has been received.